Event description:
Information was received from a patient who was receiving an unknown intrathecal medication via an implantable pump for unknown indications for malignant pain. The call was regarding temperature considerations for the pump. It was reported the patient wanted to take a hot bath to soothe leg pain. It was noted the patient asked the company rep about heat considerations and was told 102 degrees and asked the healthcare provider (hcp) who told the patient they could take a hot bath "as high as you need heat-wise". It was further reported, the other day they took a hot bath, probably 110-115 degrees, and soaked 30-45m. Following the bath, the patient "got really confused and spaced out a little bit" stating they were conversing with their wife but not making sense. The patient had also been taking boluses on top of it and the patient was concerned they were "putting myself in an overdose (od) situation". The patient was currently still "off balance" and had not been using boluses "and I don't plan on it". The patient wanted to discuss temperature consideration. The patient was redirected to the hcp. The patient¿s concern was they did not want the hcp telling other people it was fine when it was not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.